Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was blocked and was revised. One week after the valve was implanted, the hydrocephalus of the patient was not relieved and the ventricle of the patient did not diminish. The valve was adjusted to the minimum level and the patient was in a coma. The physician conducted the revision of the procedure and found that there was large resistance at the valve. The physician suspected that the valve was blocked and replaced it with another device from another company.

Manufacturer narrative:
Sample was received for evaluation. - images were taken of the ¿as received¿ valve and are attached. -the position of the cam when valve was received was 30mmh2o. -the valve was visually inspected: the proximal connector was missing, biological debris noted between the needle chamber and ruby ball. -the valve was hydrated per internal procedure. - the valve was tested for programming according to internal procedure. With programmer (B)(4) with serial number (B)(6), the valve passed the test. -the valve was flushed per internal procedure the valve was flushed failed occluded at ruby ball. -the siphon guard was removed and tested, failed, occlusion due to biological debris. -the valve and the siphon guard were dismantled and were examined under microscope at appropriate magnification: -biological debris was found blocking the passage from the needle chamber to the valve mechanism, and also in the siphon guard. -the root cause for the issue is due to the biological debris found between the needle chamber and the ruby ball and also in the siphon guard, this was blocking the flow. -the root cause for the missing connector, is probably due to user error. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately (B)(4), integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(4). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.